Manufacturer narrative:
Concomitant medical products. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: biomet m2a-magnum pf cup 56odx50id item#: us157856, lot#: 495280, biomet m2a-magnum 42-50m tpr insrt +6 item#: 139260, lot#: 808000, biomet taperloc por fmrl lat 13.5x147 item#: 11-103207, lot#: 305410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02996.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post-op due to metal on metal complications including pain, dislocation, metallosis, loosening, lack of mobility, and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post-op due to metal on metal complications including pain, dislocation, metallosis, loosening, lack of mobility, and infection. During the procedure, it was noted that trunnionosis was on the femoral neck and trochanteric bursitis was idetified. A trochanteric bursectomy was performed. Pain was also possibly linked to the identified bursitis that was identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.